Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 511 mg/dl at the time of the incident. The customer stated had a fever but treated their blood glucose with a bolus from the insulin pump. The customer stated that the insulin pump alarmed no delivery while performing the bolus. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer states that they used a sensor with no cannula. The customer was sent replacement sets and was advised to change their current sets. The customer did not return the product back for analysis.